Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient experienced an unknown injury. The patient was also implanted with a non-boston scientific implant device on the same day.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a sacrocolpopexy, cystoscopy and anterior and posterior repair procedure performed on (B)(6) 2014. The patient was also implanted with a non-boston scientific implant device on the same day. On april 30, 2018, the patient sought consult complaining of mild urinary urgency and a small lump in the vagina. The patient described her bladder as having been urgent ever since her surgery in 2014. The patient reported that she new she had a small non bothersome lump in the vagina but her gp noticed it on recent examination. The patient described urinary frequency (x8-10/day and x0/night). A good flow of urine and no leakage was noted. The patient was sexually active and reported some deep vaginal discomfort. The patient had a regular daily bowel motion and good fluid intake. The patient described herself as being in good general health. Current medical conditions: nil. The patient was just anxious with coming to medical appointments. The patient was currently taking medications (exfexor, vesicare and remifem). On vaginal examination, a large anterior vaginal wall prolapse was noted and a very weak pelvic floor muscle function. The patient was hypersensitive at the left posterolateral vaginal wall. Otherwise, the patient's vaginal tissue was noted to be healthy. Summary of findings: 1. Anterior vaginal wall prolapse. 2. Left side vaginal wall sensitivity. 3. Weak pelvic floor muscles. The patient's goal was to be able to stop taking vesicare and to know if she needed to do anything about her prolapse now. Treatment provided: 1. Information on silicone based bilateral lubricant for intercourse. 2. Plan to wean off remifem. 3. Plan to wean off vesicare. 4. Information on managing prolapse and prolapse recurrence. 5. Encouraged to use pelvic floor muscles functionally. 6. Routine of pelvic floor muscle exercises - x3/day. The patient will receive on going care in the facility and the plan is to review her progress in three weeks time.

Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e2401 captures the reportable event of serious injury. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, b7, h6 and h10 have been corrected.